Event description:
It was reported by the customer that when using the bd pyxis¿ es server patient was not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist dialed into the server and ran downtime query and no disconnects found and over 1384 messages were pending. Tss restarted the pyxis services and message queue cleared and confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server patient was not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist dialed into the server and ran downtime query and no disconnects found and over 1384 messages were pending. Tss restarted the bd pyxis services and message queue cleared and confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.